Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the stereotactic device found that the nexframe ring assembly screw was broken and was overstressed and damaged. It was noted that the heads of both broken screws showed signs of excessive torquing, indicating the screws were damaged.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Event description:
It was reported that stereotactic device screws broke. It was noted that 2 of the 3 screws on one of the bases broke when being unscrewed. It was noted that no action was required as a result of the event. It was noted that there was no patient injury and the patient was alive with no injury; the event did not cause an issue for the patient. It was noted that the device would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.